Event description:
Description of reported event: a caregiver of a peritoneal dialysis (pd) patient contacted customer service (cs) to report the patient had a reaction to the micropore-surgical tape. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).